Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found complaint with the issue of no allegation of product deficiency and tubing/solution setup questions within 90 days of the notified date. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Information received on an unrelated customer experience indicates that the peritoneal dialysis patient was hospitalized for low hemoglobin. Hospital admittance date is unknown. Discharge date is (B)(6) 2018. There was no indication of any device malfunction that could have contributed or caused the alleged event. Additional information was solicited.